Manufacturer narrative:
Vyaire file identification: (B)(4). A third party service technician evaluated the ventilator and replaced the flow valve.

Event description:
The customer reported ltv 1200 delivered tidal volume exceeding the high limit set at 500ml : low 450 high 550, measured failure. At this time, there is no information regarding patient involvement associated with the reported event.